Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. Customer states current blood glucose is 89 mg/dl. The customer states treated low blood glucose with carb intake. The customer states the pump did not activate bolus with low blood glucose. Customer was advised about low blood glucose. The pump will not be returned for analysis: nothing.